Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.device manufacture date:monitor: 12/15/2017,belt: 06/23/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 at 1:30 am while wearing the lifevest. Prior to passing, the patient experienced a treatment event. The patient was in the hospital at the time of the event. Further details surrounding the event were not reported. Per clinical review of the available ECG data, the patient was treated once by the lifevest prior to passing. The device first detected an arrhythmia twice between 00:28:53 to 00:32:05 with response button use and with the ECG showing asystole with CPR artifact and intermittent cardiac activity. The device exited the detection sequence at 00:32:40 and then again detected an arrhythmia at 00:32:53 with the ECG showing asystole with CPR artifact. At 00:33:50, the device released gel. At 00:34:01, the lifevest delivered a full energy treatment shock while the patient's heart rate was obscured by CPR artifact. The post-shock rhythm was asystole with CPR artifact. Between 00:34:08 and 00:45:43, the response buttons were intermittently pressed and the device intermittently continued detecting arrhythmias while the patient's rhythm was asystole with CPR artifact and intermittent cardiac activity. At 00:45:50, the device detected asystole while the patient was in asystole with CPR artifact and intermittent cardiac activity. The device was shutdown at 00:45:54. The patient subsequently passed away. CPR artifact contributed to the false detections. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.